Event description:
A government agency reported that during an intraocular lens (iol) implant procedure, haptic was broken when implanting the iol. The surgery was completed after replacing the lens with another one.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).